Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to forget paired transmitters in bluetooth settings, uninstall and re-install the g5 application, and manually enter the transmitter ID, which was unsuccessful. No additional patient or event information is available.